Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got the device for bladder and they were having problems with the system. They reported that it had never really worked properly. Patient reported they didn't know how to adjust the therapy and it had been a while and they were completely unfamiliar with it. Patient had been working with their healthcare provider on the issues. They were calling to request physician listings because the patient had moved. Patient declined troubleshooting, stating they would find a healthcare provider and follow-up with them. No patient symptoms were reported. No further complications were reported or anticipated.